Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a robotic nephroureterectomy the control unit 400 insufflator was not insufflating at all. The procedure was completed with a competitor device (storz unit). A delay of 10 minutes was reported. No patient injury.

Manufacturer narrative:
Internal complaint reference (B)(4). H11: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Smith and nephew is the distributor of this device. The legal manufacturer has been notified of this event to determine reportability and, if applicable, will report to the food and drug administration as deemed necessary. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.